Event description:
A patient underwent implantation of a medtronic aneurx endograft years ago. The patient developed a type 1 endo leak identified this month by the surgeon. The leak was coming from the right side and originating at the level of the right renal artery. The patient developed an infrarenal abdominal aortic aneurysm. The patient underwent an explantation of the abdominal endograft with aortoiliac bypass graft for an abdominal aneurysm involving the iliacs and renals with ligation of the renal vein.